Event description:
It was reported that ¿sometimes" when the patient was doing activities such as bending/twisting with work, the patient felt a "shock ing/stinging/tingling feeling around implantable neurostimulator (ipg) area, not in bicycle seat area." This had been happening for the last few weeks ¿when started to work." It was reported it happened "suddenly like a bite." A supplemental report will be sent if any additional information is received. See mfg. Report # 3004209178-2013-11765.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2012: product type implantable neurostimulator; product ID 3095-25, serial# (B)(4), implanted: (B)(6) 2004: product type extension; product ID 3889-28, lot# j0437235v, implanted: (B)(6) 2004: product type lead; product ID 3037, serial# (B)(4): product type programmer; patient product ID 3889-28, lot# va015vk, implanted: (B)(6) 2012: product type lead; product ID 3037, serial# (B)(4): product type programmer; patient product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2012: product type extension. (B)(4).